Event description:
It was reported that bd nexiva 20 ga x 1.25in sp with maxzero catheter split. The following information was provided by the initial reporter: one of the staff in 6e raised a concern regarding a nexiva closed IV catheter system - single port ga 20. According to the staff, when the staff was advancing the catheter she felt resistance and withdrew the catheter. Upon inspection it appears that the catheter was split almost 2/3 of the whole length. Please advise. 6 may: it happened last thursday, (B)(6) 2024 at around 16:00. There was no untowards injury to the patient other than the fact that the nurse needed to try inserting another IV line again.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 3320154 was provided as a likely lot number, but the customer was unable to confirm.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383557 and lot number 3320154. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information.